Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 16x3.00 rebel stent was advanced; however, the stent came off the balloon. Then it was noted that the stent itself became stuck and remained in the left main artery. The stent delivery system was removed and snaring was performed but it was unsuccessful. No patient complications were reported and the patient was transported to another hospital with a stable condition.